Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. The customer's blood glucose ranged from approximately 400 mg/dl- 600 mg/dl with moderate-large ketones and was addressed with a bolus via the pump. The customer successfully loaded a new cartridge and continued to use the pump for insulin delivery for the reported events.